Event description:
Drug/diluent: unknown. Fill volume: unknown. Flow rate: unknown. Procedure: unknown. Cathplace: unknown. The patient reported that the pump delivered its full contents approximately 36 hours earlier than it was expected to. The pump was supposed to have finished friday pm, but finished by thursday am. It is reported that the pump was used per the operating guidelines. The pump is unavailable for return. Per dfu nominal flow rate (ml/hr): 2. Nominal volume (ml): 270. Maximum volume (ml): 335. Infusion delivery time is approximately 135 hr (5.5 days) when filled to nominal volume.

Manufacturer narrative:
Method: no product was returned for evaluation and investigation. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. The directions for use (dfu) state the following "cautions: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate." (Dfu 111111k). Results: without the actual product a complete analysis cannot be conducted. Conclusions: if additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.